Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: cable 9733823, serial/lot #: (B)(4), UDI#: (B)(4). A manufacture representative went to the site to inspect and test the system. A faulty microscope cable was found. The cable was replaced and the issue resolved. No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system was not communicating with the microscope. The equipment page shows orange dotted lines all the time. The site tried re-connecting the cable and restarting the system but did not resolve the issue. It was noted that there was a defective microscope cable. There was no patient present when this issue was identified.